Event description:
It was reported that the water of arctic sun device did not cool down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump failure. The device was evaluated upon receipt. Tested ttm by bypass mode. The water temperature of t4 was around 4~6. But when trying to cool, the water temperature didn't cool down. The mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of arctic sun device did not cool down. Per follow up information received via email on 18jan2024. The problem was cooling malfunction. Defective mixing pump was replaced.